Event description:
The facility representative reported a flogard infusion pump with the key pad damaged. The event was reported to have occurred upon power up in pediatrics. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of key pad damage was not confirmed during service evaluation. The assignable cause was not identified. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.